Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The wife of the patient alleges the water inside the device and the gas flow was too hot resulting in the patient becoming extremely short of breath in the morning despite use of the device and increasing the patient's oxygen supply. The humidity of the device was set at 5 at the time of the incident. The reporter stated emergency services were called as a result of the incident, and the patient was taken to the hospital. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024. It was reported that the patient has cancer - unspecified that is in remission, and the patient's breathing is not great at baseline due to copd (chronic obstructive pulmonary disease). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 08/07/2024, and section h11 should be reported as: the manufacturer was contacted in reference to a dream station 2 advanced auto CPAP device. The wife of the patient alleges the water inside the device and the gas flow was too hot resulting in the patient becoming extremely short of breath in the morning despite use of the device and increasing the patient's oxygen supply. The humidity of the device was set at 5 at the time of the incident. The reporter stated emergency services were called as a result of the incident, and the patient was taken to the hospital. The patient was hospitalized from (B)(6) 2024. It was reported that the patient has cancer - unspecified that is in remission, and the patient's breathing is not great at baseline due to copd (chronic obstructive pulmonary disease). Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated. In box e: initial reporter details were incorrectly captured in previous report, and it was corrected in this report.